Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that the uvc is leaking at the junction of the hub and the line. The customer states that they typically use betadine to clean the area. The area was completely dry prior to insertion. There was no report of any difficulty upon insertion. The customer sutures the catheters in. The uvc was inserted on (B)(6) 2013 and taken out the same day. The uvc was intended to be a continuous feed. The uvc was placed into an umbilical artery, they then noticed a blood back up and leaking at the junction of the hub and the line. The uvc was pulled right away. There was no injury to the pt as a result. The customer states that they typically pinch at the junction to introduce air into the line.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.